Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage due to the "luer connector" was cracked. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo showed a connector attached to the infusor's distal luer. The connector is not a baxter product nor a component of baxter's infusor device. The photograph did not clearly show evidence of a leak. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.